Manufacturer narrative:
Initial reporter phone#: (B)(6). Facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a crack found in a bd luer cap¿ prior to use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos: one opened and unused sample was received of luer cap product, catalog number: 990731, lot: 7300933. A photo was also received for investigation. After visual analysis, it can be verified that the sample had one hole, which characterize incomplete part coming from the molding of this component. DHR review: the following molding batch used in the final claimed product list 7300933 was analyzed: the molding lot: 7271547 was produced in the period from 02 to 10/06/2017 in the injection machine #40024449, position 7. The batch in question was analyzed for the tests to verify "hole in the part" or ¿incomplete part¿ and no record of this defect was evidenced during the analysis. The lot 7300933 was reviewed for the component damaged in the package and no records of this type of defect were found. Qn/ ncmr review: no records of quality notification or reports of non-conformity that could lead to incidents in to the lot involved in this complaint were evidenced. Unplanned maintenance: corrective maintenance history was evaluated in the manufacturing period of the molding lot involved in this complaint and no records of this defect were evidenced. Investigation conclusion: confirmed: bd was able to confirm the complaint based on the analysis of the customer's photo and of the sample containing the claimed defect. Although incomplete or damaged part records have not been evidenced in batch history analyzes and no records of non-conformity or quality notification of this defect for the lots involved, the complaint was able to be confirmed after analysis of the sample received and of the photo. Based on the results of the investigation the root cause of the incident in question is due to variations in the injection process of the hydraulic injector used to mold this component. A punctual variation in dosage, injection rate, injection pressure or settling pressure individually or in combination can lead to this problem in a given injection cycle.